Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 490 mg/dl. The customer reported after troubleshooting for the alarm having a hard time with lows and ten to fourteen days ago been too high to record in the glucometer. The customer¿s current blood glucose level was 212 mg/dl. The customer had no symptoms. The customer treated with manual injection. The customer did troubleshoot and found the infusion set cannula bent. The insulin pump will not be returned for analysis.